Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented to the clinic on (B)(6) 2021 for a normal generator replacement procedure. During the procedure, it was noted that the patient's right ventricular lead had some insulation failure. The lead was capped and replaced without consequence. The patient was stable throughout. Further information was requested but not received.